Event description:
It was reported that during an open lobectomy, there was an unexpected resistance at closing and the device was locked out. After that, the jaws could not be opened. Another device was used to cut around clamped tissue. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) information was not provided by the affiliate. Premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? -lung parenchyma. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? -no information. During which stroke did the event occur? -no information. What other color cartridges were used before and after this event? -no information. Was buttressing material utilized? -no. If so, which product? Was the instrument fired across or near an existing staple line or clip? -there was a possibility that the jaws clamped a grasping forceps. Were any unexpected noises heard? If so, when? -no information. Was the device locked on tissue? -yes. Was there any difficulty removing the device from the tissue? -yes. How was the device moved from the tissue? ---by cutting around the jaws with another device. Once removed, was there any damage to the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no. The device was received for analysis with no visual non-conformances and with an green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. Upon evaluation, the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.